Manufacturer narrative:
It was documented in the previous medwatch that the root cause was determined to be due to wear from normal use and servicing over time. Upon further investigation, it was determined that the root cause was determined to be due to premature wear.

Manufacturer narrative:
The DHR review was performed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the temperature on the motor device was above specification. It was further determined that the cable was damaged and there was a hole in the hose. It was further determined that the device failed pretest for loctile & cable assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, air pump assessment, hand temperature assessment and hand control assessment. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.